Event description:
There was an allegation of a questionable high sodium result from the cobas pro ise analytical unit. The initial result was 152 mmol/l and the repeat result from another ise module was 143 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. There was no indication of a performance issue with the electrode, as the qc recovery was within the customer's established ranges. The field service engineer did not establish a cause. He replaced the dilution vessel as there was a small chip in the bottom and he replaced the vacuum nozzle. He successfully ran ion-selective electrode (ise) checks and ise calibration, and the customer successfully ran qc and precision testing. The customer did not report any other issues after service. The investigation did not identify a product problem. The specific cause of the event could not be determined.